Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 228 mg/dl, 238 mg/dl and 301 mg/dl were received and compared to built-in results of 80 mg/dl, 76 mg/dl and 229 mg/dl respectively. Customer further reported she mistreated based on the sensor readings and subsequently experienced symptoms of hypoglycemia and lost consciousness. Customer was taken to the hospital by the caregiver where she was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was correctly seated in the mount. Data was successfully extracted using approved software and the sensor was found to be in state 5 (normal termination). The plug was removed and the plug assembly was inspected, and no failure mode was observed. Linearity testing was performed and showed the product to be within specification. No product deficiency was identified. (Device manufactured date) has been updated based on returned product download.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 228 mg/dl, 238 mg/dl and 301 mg/dl were received and compared to built-in results of 80 mg/dl, 76 mg/dl and 229 mg/dl respectively. Customer further reported she mistreated based on the sensor readings and subsequently experienced symptoms of hypoglycemia and lost consciousness. Customer was taken to the hospital by the caregiver where she was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.